Event description:
The reporter stated the surgeon attempted to insert a 19.0 diopter aq2010v silicone three piece lens but the back haptic caught in the cartridge and was torn. The lens was not inserted and there was no patient contact or injury. The reporter stated the lens felt tight in the cartridge while being inserted and the cause of the torn haptic was due to the cartridge. The cartridge used has not been approved with this lens or injector.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.